Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined; however, incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed. UDI number: (B)(4). Production identifier (pi) number is unknown as the lot number was not provided. Note: MFR report # 3004939290-2016-00103 was originally submitted on 04/15/2016; however, acknowledgements number 2 and 3 were not received, therefore, the report is being re-submitted.

Event description:
It was reported that after the mynxgrip device was used for arterial closure following an interventional procedure the patient was transferred from the procedure table to the bed and a hematoma of over 6 cm in size was observed. Subsequently a pseudoaneurysm was also observed. It is unknown if there were multiple stick punctures. There were no multiple sheath exchanges. The mynx device was being used with a 7f procedural sheath. Manual pressure was held for 30 minutes or less to treat the hematoma. The pseudoaneurysm was treated with thrombin injection. The patient's hospitalization was not prolonged as a result of the mynx event. No further information is available.